Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6 correction: b4, b5, g4, g7, h10. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested but was not available. Event description: it was reported that during performing an osteotomy, while inserting the second screw, the screw head broke off. The screw was already inserted deeply into the bone and left in situ. Images show a good positioning of the screws. Review of received data: - surgical report: the surgical report has been reviewed, however no conspicuous findings relevant to the reported event have been identified. Product evaluation: - visual examination: the visual examination confirms the reported event. The fractured off screw head has been returned. No visible defects that could have triggered or favored the fracture were found on the fracture surface. Based on the fracture surface it can be hypothesized that the fracture started from inside due to torsion see pictures attached. Review of product documentation: - document review like manufacturing documents and raw material certificated could not be performed due to unknown product identification. - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed as only the complained product is known. Conclusion: it was reported that during performing an osteotomy, while inserting the second screw, the screw head broke off. The screw was already inserted deeply into the bone and left in situ. Images show a good positioning of the screws. Based on the investigation the reported event can be confirmed. As the product identification number remain unknown, the manufacturing documents and raw material certificate cannot be reviewed. The visual examination did not identify any defects that could have triggered or favored the fracture on the fracture surface. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information which was received on (B)(6) 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should additional information become available or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient experienced an intraoperative complication involving the fracture of the screw head when screwing in the cannulated screw.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient experienced an intraoperative complication involving the fracture of the screw head when screwing in the cannulated screw.